Event description:
A chest x-ray was obtained which showed absence of the atrial device. It did not appear within the cardiac silhouette or in the lungs. Fluoroscopy of the chest abdomen pelvis revealed that the device was located in the right iliac vein. Arrangements have been made for extraction of the device on by provider. The device was removed successfully.